Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3387-40 lot# j0114193v, implanted: 2001 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3389-40 lot# j0123287v, implanted: 2002 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2002 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient uses the patient programmer when the patient has seizures. It was noted that the seizures 10 minutes prior to time of call. It was noted that the patient had seizures in the past. It was noted that both implants were ¿on¿ and okay according to the programmer. It was noted that the patient was not having seizures at the time of call. Additional information received reported that the cause of the event was unclear. It was noted that there were no abnormal impedances. It was noted that the event was not due to the implantable neurostimulator (ins). It was noted that surgical intervention had not occurred. It was noted ¿tremor versus possible seizure activity.¿ it was noted that the patient required hospitalization due to the event. It was noted that the patient recovered without sequelae. It was noted that the healthcare professional (hcp) did not think that the event was due to the stimulator.